Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm micl 13.2 of -11.50 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a shorter length due to " lens too large." This resolved the problem.